Manufacturer narrative:
Additional information received from the distributor reported that the e-faults resolved on their own with no further intervention required. Removed device manufacturer date. Device manufacture date is unknown. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed electrical fault alarms on the reported event date. The controller met specification as it passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use outlines that the driveline extension cable is used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. Although a definitive root cause cannot be made, based on review of all information, there is no indication of any manufacturing issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01555 and 3007042319-2015-01556) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of two reports (3007042319-2015-01555 and 01556) submitted for devices related to the same event.

Event description:
It was reported from (B)(4) by the distributer that while the patient was connected to the controller with driveline extension cable still attached, the ICU nurse reported that they obtained repeated electrical fault alarms. It was noted changes in flow (4.5 to 3.2) and power (4.2 to 6). At that point, the surgeon removed the driveline extension cable and upon reconnecting the controller, he reports that the controller screen displayed strange characters (ascii characters). A controller exchange was performed. Subsequently, flow became proper without more alarms. The log files are available to the manufacturer. Site advised to not connect extension cable to patient for future implants. No further information is available at this time. Investigation is in progress.